Event description:
It was reported that during a lap colon procedure the pouch would not close and a second device had to be used to complete the case. No patient consequence occurred.

Manufacturer narrative:
Information anticipated, but unavailable at this time.